Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on several follow-up call to ensure the customer's condition since the initial call; customer is feeling a little better and is no longer experiencing any symptoms. On (B)(6) 2018 customer went to the ER and was admitted for hyperglycemia with bgr of over 1000 non-fasting. Customer was treated with insulin therapy. Customer was released on (B)(6) 2018. Customer received the replacement product and is satisfied with the performance.

Event description:
Consumer reported complaint for hi accompanied by symptoms the expected fasting blood glucose test result range is 160 to 300mg/dl. The customer did report symptoms of feeling weak and tired. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of hi and 570mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 7/26/2019 and open vial date is (B)(6) 2018 (today). The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :hi display date:(B)(6) 2018 time:3:25pm fasting; result 2 :174mg/dl date:(B)(6) 2017 time:2:05pm fasting; result 3 :124mg/dl date:(B)(6) 2017 time:7:46pm fasting; result 4 :135mg/dl date:(B)(6) 2017 time:7:29pm fasting; result 5 :137mg/dl date:(B)(6) 2017 time:10:54pm fasting. Customer called in states the meter is reading hi. Customer obtained hi and states he tested on his family members and they also got hi display. Customer first stated he open strips 6 months ago and changes his statement and states he just open the new vial today. Experienced some confusion due to language barrier. Customer has a language barrier and was asking for a napoli interpreter. Customer had difficulty understanding me and providing key information. Customer had difficulty going through the meter with last 5 in memory. Time and date are incorrect. After performing back to back test customer now wants to seek medical attention at this time of call. Review sign and symptoms with customer and states, sluggishness and increased thirst. Customer states he will call his doctor and if unable to walk in to the doctor's office, he will go to the emergency room.